Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID: 39565-65, serial# (B)(4), implanted:(B)(6) 2013, product type: lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 08-aug-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that pt had consult for eri battery and when running impedance test at appt to plan for replacement.¿impedance test was ran. Contacts 2 and 14 are greater than 10,000. He uses stimulation 100% of the time and the program he has used since 2013 is not programmed on the two contacts. The plan from the physician is to replace the battery and leave the lead implanted. No patient symptoms were reported. Additional information received. During ipg replacement for eri dr. Graven noted the 0-7 lead near the ipg had some visible damage. During testing of the system contacts on the 0-7 lead were not functional between 1 and 5. Programming was using 6-8 and pt had effective therapy so lead was not replaced since it is a paddle lead. Post op pt had expected therapy and liked the coverage.